Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported two packages of bd insyte¿ autoguard¿ shielded IV catheters were found unsealed breaking the sterile barrier. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis the review of the DHR¿s it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Visual analysis observations: received five unused iag 22ga units in sealed packages from the lot number 7275538. Visual/microscopic examination: two of the returned packages were opened at the top of the blister pack. On the two opened packages, the bottom web revealed evidence of inadequate seal transfer (adhesive) from the paper top web to the bottom web. The ends of the safety barrels were damaged (smashed) with the impression of the paper top web on both smashed barrels. Investigation samples(s) meet manufacturing specifications: no: two of the returned units provided for evaluation displayed the packages were opened at the top of the blister pack. Investigation conclusion: the defect package seal integrity poor/questionable, as stated in the description of the complaint was confirmed with two of the returned units. Relationship of device to the reported incident: packaging process the units were not seated properly in the unit package blister. When the parts go through the out of pocket detector (high product sensor) the machine should stop, yellow alarm light should go on, and alarm message indicates product is out of pocket. Operator is responsible to place part back in pocket or remove it to continue running. When the product is out of the pocket at the sealing station, the part is caught between the top and bottom web and prevents the seal of the unit package.